Event description:
Same case as MFR #: 2134265-2014-01221. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking too long. Eventually, the electrode was replaced and roll-off was achieved successfully. There were no patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed one electrode and introducer set with residue present on the device indicating handling / use. The tines were fully retracted. No issues were noted placing the introducer cannula over the electrode and locking it into the hub or when extending and retracting the arrays. The tines were found to properly formed and evenly spaced. The conductivity was measured and the electrode was able to conduct current indicating proper connectivity. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-01221. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking too long. Eventually, the electrode was replaced and roll-off was achieved successfully. There were no patient complications reported and the patient's status was stable.